Manufacturer narrative:
(B)(6). Method: device evaluation not yet begun. Additional manufacturer narrative: the device has been returned to edwards for evaluation, and the device evaluation is anticipated but have not yet begun. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Follow up attempts to obtain more information are in progress. A supplemental MDR will be submitted upon completion of the device evaluation or receipt of additional information.

Event description:
Edwards received information that a 33mm bioprosthetic mitral valve, implanted for approximately four (4) years and nine (9) months, was explanted due to stenosis and severely calcified leaflet.

Manufacturer narrative:
Evaluation summary: the returned complaint device was visually inspected and x-ray was performed for evaluation. The reported event of stenosis and calcification was confirmed. X-ray demonstrated heavy calcification on all three leaflets, commissure number three was bent inwards, and wireform was intact. Calcification restricted the leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect, and approximately 5mm on leaflet 2 on the outflow aspect. Host tissue around the stent circumference was heavy on the inflow and outflow aspects. The sewing ring was cut near leaflet 3 and approximately 40% of the sewing ring cloth was cut. There were approximately 14 sutures were left on the sewing ring. Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.